Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the device was found to be in back up mode due to power on reset. The device was confirmed to have been previously exposed to electromagnetic interference. The device firmware was reinstalled and the event was resolved. The patient was stable with no adverse consequences.